Manufacturer narrative:
Concomitant medical products: product ID 8578, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013. Product type: accessory: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013. Product type: catheter. (B)(4).

Event description:
It was reported that the patient began experiencing increased bilateral weakness and numbness in his extremities that starting the beginning of (B)(6) 2013. The patient had a catheter replacement in (B)(6) 2013 due to a seroma and catheter migration and had been receiving effective therapy. The healthcare provider (hcp) stated that they had been increasing the patient¿s dose by 10% every three weeks and the patient was doing well and getting good relief; however, suddenly the patient was not receiving relief and 2 weeks prior to the report the hcp began increasing the patient¿s dose weekly. The patient had one episode in the beginning of april where he lost total control of his legs, could not feel them, and could not get up. Since then the patient had not had total loss of control but had to sit for a while before he could stand. The hcp stated that the numbness would occur when the patient would go from sitting to standing. A CT scan was performed on (B)(6) 2013 to check the placement of the catheter due to the symptoms. The scan showed the catheter tip at l1. The hcp also reported that patient had a ¿small ring¿quarter size¿ on his spine at approximately l5-l6 that was ¿just superficial, it¿s right under the skin¿. The hcp stated that he could palpate it and it looked and felt like a catheter. The hcp stated that the ring was not noticeable before but since the patient¿s seroma had resolved and the area was flat, the ring was now noticeable. The hcp was concerned as the symptoms of bilateral weakness and numbness in the patient¿s extremities were similar to when the patient¿s previous catheter had migrated. The hcp talked to the managing physician about the symptoms and had the patient return to the clinic on (B)(6) 2013 due to the previous occurrence of the symptoms. The hcp was to contact the managing physician again to have him look at the ring on the patient¿s back. The device system was used to deliver baclofen. (Please refer to (B)(4) for seroma/catheter migration/revision). It was later reported that the cause of the event was a pseudomeningocele around the catheter and the catheter withdrew from the intrathecal space. The patient had developed a recurrent pseudomeningocele with more inconsistent performance of the pump. The patient experienced less control of spasticity despite high doses and mild withdrawal signs and symptoms. An x-ray was performed on (B)(6) 2013 which revealed the catheter had withdrawn from the intrathecal space. A CT scan was performed on (B)(6) 2013. The doctor believed the patient had intrathecal arachnoid adhesions which limited the pump performance and forced the catheter out of the intrathecal space. The doctor recommended having the entire device system removed and the entire device system was explanted on (B)(6) 2013. Patient outcome was reported as non-serious injury/illness. It was noted that the device system delivered lioresal. It was also reported that the x-ray on (B)(6) 2013 was ordered of the spine to evaluate if the catheter was in the correct place and also for patient complaints of new low back pain with lifting and the catheter was less effective. During the x-ray, no catheter was visualized and appeared to have retracted to the level of the pump. During evaluation on (B)(6) 2013 the pump and catheter appeared intact with the catheter tip lying at the l1 level. Per the CT scan, the catheter showed to have entered the spine at l4-l5 level and traveled superiorly with the tip lying at the l1 level. The catheter had appeared intact at this time.